Event description:
It was reported that following an anchor placement, the pt developed "urinary, pelvic and vaginal bleeding, pain and other physical difficulties. These post-surgical problems resulted in add'l surgeries, numerous diagnostic studies, add'l hospitalizations, numerous medical evaluations, and eventually, a urethral lysis and procedures to remove foreign body material including portions of the sutures and portions of the bovine patch." In 7/2000 the anchor system was found to be missing and no longer anchored to pt's pubic bone. There is no further info available on this case and the device was not returned for eval.